Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the cannula did not deploy; indicating the needle mechanism did not function as intended.

Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Download data and shelf mode current could not be retrieved. An external power supply was attached to the printed circuit board (pcb) in attempts to retrieve data. The pcb was observed to heat up while attached to the external power supply. Multiple circuits on the pcb were tested to determined the presence of a short. Test point 4 and test point 21 were tested and found to have insufficiently low voltage, indicating a short in the application specific integrated circuit. Test point 24 and test point 21 were tested and found to have insufficiently low voltage, indicating a short in the bluetooth low energy chip. Due to the insufficient voltages between these circuits, data was unable to be retrieved. The pcb short is confirmed as the root cause of the reported needle mechanism complaint.